Event description:
It was reported by the rep that (1) hp052 that this is his demo handpiece and it just failed. The device produces a solid tone and the connector is bad. It looks twisted. There was no consequence to the pt.